Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging their onetouch ultra 2 meter was displaying an error 5 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unspecified time. The patient reportedly manages her diabetes with an unknown type/dose of insulin (fixed dose) and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that on (B)(6) 2013 she developed symptoms of ¿sweating¿ but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter has passed testing with no faults found. The subject test strips were also returned however testing has not yet begun. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.